Event description:
Healthcare professional (hcp) for home patient (hp) reports patient line of homechoice set was not priming completely. Hp reports connecting to incompletely primed patient line of homechoice set and continuing treatment with initial drain. Hp reports subsequent pain in left shoulder. Pain progressed over the next few days and hcp felt it was due to excess air in hp. Hcp prescribed darvocet for pain. Discomfort alleviated while manual drains were performed with hp's hips elevated. Pain resolved with no further intervention required. Hp continues to use homechoice disposables with no further issues.